Event description:
Boston scientific crm received information that these two dextrus leads dislodged and pulled back post-implant. Both leads were repositioned in a revision procedure. Following this procedure, both leads again dislodged and also perforated the heart wall and lung. In another revision procedure, the leads were explanted. During attempts to implant new leads on the pt's right side, the attempted device perforated the heart wall. The pt's chest was opened and two new epicardial leads were successfully implanted. There was no statement made in regards to the outcome for the pt. Boston scientific did not make the implant, explant or event dates available for the additional 2 leads.